Event description:
It was reported that during a supply change the infusion set was deployed incorrectly when the applicator needle did not insert into the body; the implicated component was the infusion set/inserter, and the related lot was 6013355. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue consistent with an improper or incorrect procedure involving infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.